Manufacturer narrative:
The insulin pump was received with a constant a35 alarm during rewind due to motor encoder signal out of phase. No motor error alarm noted during our testing. Unable to perform functional testing due to constant a35 alarm. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a motor error alarm. The customer also believed they may have exposed their insulin pump to the magnets at their work place. The customer also reported receiving a motion sensor test failure alarm. Customer's blood glucose was 71 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.